Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its programming. The reporter indicated that the user accidentally put the batteries in upside down. Subsequently, the patient had a backup pump to use. No adverse effects were reported.